Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to fracture. Additional information was obtained from the field indicating that lead fracture was confirmed through fluoroscopy. Also, it was observed that the impedance trend was going upward, with no capture at maximum output. Furthermore, this lead was attempted to be extracted and broke in half during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to fracture. Additional information was obtained from the field indicating that lead fracture was confirmed through fluoroscopy. Also, it was observed that the impedance trend was going upward, with no capture at maximum output. Furthermore, this lead was attempted to be extracted and broke in half during the procedure. No additional adverse patient effects were reported.